Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was 224 mg/dl. Troubleshooting found insulin was unable to exit during a fixed prime and the insulin pump alarmed no delivery. It was also found insulin was able to exit with a push plunger, but there was greater than normal resistance. Customer was advised their reservoir/infusion set connection was severed. The customer declined to return the reservoir for analysis.